Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate minimum fill notification. Reportedly, the customer filled the cartridge with 120 units of insulin. The customer successfully loaded a new cartridge and resumed insulin delivery. The customer's blood glucose level was 393 mg/dl.